Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 600s (mg/dl). A correction bolus was delivered to address bg level. Subsequently, the customer was taken to the emergency room (ER). The customer received insulin intravenously while in the e.r. The customer was released from the e.r. After 3 days with a bg level of 170 (mg/dl) and in stable condition. Reportedly the customer has manual injections as alternate insulin therapy.